Event description:
It is reported that the head seater cap broke upon impaction.

Manufacturer narrative:
(B) (4). As returned, two pegs have fractured off the headseater cap, which has a potential field age of 2.5 years. The cap has been redesigned to mitigate the risk of the tabs breaking. Device history records indicate all components were manufactured and inspected to specification.